Manufacturer narrative:
(B)(6). Apoc product action number: (B)(6). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt. I-stat results (ng/ml): on (B)(6) 2011 10:38 initial collection. On (B)(6) 2011 10:59 initial testing with result of 0.07. On (B)(6) 2011 14:08 90 minute collection. On (B)(6) 2011 14:15 90 minute testing with result of <0.01. No repeat testing performed on the I-stat. No lab test performed. The suspected discrepant results were released to a physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.